Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the hospital staff had accidentally switched off the system from charging. The battery had been completely drained and was then not charged, and they could not get the system to charge again. The site troubleshooted with the software tool and checked all the battery voltages, and all of them were below 21v. The site reset the battery voltages by force resetting 27.2v and charged the system for more than 4-5 hours, without resolution. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system functioned as designed and the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.